Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This rv lead and the ra lead were malpositioned during the initial implant. The new physician decided to explant and replace the leads.